Event description:
Caller reported that pump became hot to touch while charging, but no temperature alarms were recorded in pump history. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.